Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the patient weight was not known. It was reported that no diagnostics/troubleshooting were performed in regards to the volume discrepancies. The cause of the volume discrepancies was not determined. It was reported that they would continue to monitor the issue. It was also reported that the hcp did not have the specific reservoir volumes when the patient had a fill and it was 60-80% more than it should have been. It was reported that the volume discrepancies did not resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 20 mg/ml at 13 mg/day, bupivacaine 15 mg/ml at 9.7 mg/day, and clonidine 500 mcg/ml at 325 mcg/day via an implantable pump for unknown indications for use. It was reported that there was high residual volume at refill. 5.6 ml was expected and 9 ml were aspirated from the reservoir. The physician reported that there was a similar high residual volume at the last refill two months ago. The hcp did not recall the exact number but said it was 60-80% more than it should have been. It was further reported that neither physician or patient reported any change in efficacy of therapy. It was unknown if there was any environmental/external/patient factors that led or contributed to the issue. No diagnostics/troubleshooting or actions/interventions were taken. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". It was reported that a surgical intervention did not occur and was not planned. The patient's weight and medical history was not known at the time of the report.